Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a patient underwent an unknown spinal surgery at levels l4-l5. During the surgery, the cage was broken during impaction. No fragment of the implant was remaining in patient.

Manufacturer narrative:
Analysis of the returned device shows that visual and optical examination identified the implant flange was broken consistent with overload.